Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine follow-up on (B)(6), 2017, in situ measurements showed affected channels. The recipient_s mother reported a significant fall a few weeks prior where she hit her head near the implant area. There was no bruising or swelling. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine follow-up on (B)(6) 2017, in situ measurements showed affected channels. User's mom reported a significant fall a few weeks prior where she hit her head near the implant area. There was no bruising or swelling. An integrity test will be scheduled.